Event description:
The pt's blood was returned because he went to the restroom during dialysis treatment. The system was recirculated while he was off. The pt had seizure activity when the dialysis restarted. Blood pressure was high instead of low (not vaso-vagal response). The system immediately clotted even though it had looked good during recirculation. Primary concern is that the blood platelet count dropped from 90 pre-dialysis to 10-12 post dialysis. (Unit of the blood platelet count is unk). The pt's skin had purpura (purple blotches). Ttp and hit was ruled out. The dialyzer and the system frequently clot with concerned pt. This pt does not receive heparin. The pt's blood platelet count returned to normal level on the other dialyzer. The pt started dialysis on (B)(6) 2009.

Manufacturer narrative:
The actual used dialyzer was not returned to us for investigation. Thrombocytopenia could occur during dialysis treatment and/or extracorporeal treatment from multiple factors such as pt condition (including primary disease and treatment condition), dialyzer (membrane material and compatibility), blood tubing, operating condition, treatment condition, combined medicine including anticoagulants and others. The caution for this event is described in instructions for use. This pt frequently clotted dialyzer and system. The system clotting might be attributed to the reduction of the blood platelet.